Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(4) implanted: 2016-(B)(6) explanted: 2018-(B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient's ins had migrated. There was also site redness.

Manufacturer narrative:
This event was already reported in a separate regulatory report. Please refer to regulatory report # (B)(4) for details and additional information pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the extensions have been explanted. There was exposure of the device with poor yellowing sequestration, without pain, has not presented fever.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_ext, serial# unknown, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient reported a suggestive picture of a foreign body reaction. There was exposure of the ins in the left subclavicular area that warranted urgent surgery, as there was risk of infection and damage to the ins. The patient's ins was re-positioned and their extension was replaced. It was noted the issue was related to the device/therapy and not related to the implant procedure. Diagnostic methods included a tissue culture, the results of which were negative. The patient was hospitalized and medications were administered; the event was considered ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the issue resolved without sequelae on (B)(6) 2019.